Manufacturer narrative:
The device was returned for analysis. The reported thumb advancer issue was confirmed based on the returned device condition. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the starclose se device was being used in an area with calcification. It should be noted that the starclose instructions for use (IFU) states: do not deploy the clip in areas of calcified plaque. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified right common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty plus stenting for superficial femoral artery chronic total occlusion procedure. Reportedly, there was resistance advancing the thumb advancer. The release mechanism was used to remove the device. Manual arterial compression was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.